Event description:
It was reported to philips the screen would occasionally freeze. There was no patient involvement or harm. This event was reported to have occurred outside of clinical use. There was no delay to therapy. The customer spoke with a philips remote service engineer (rse). The customer reported the screen would lock, they would need to cycle power, and the system would reboot intermittently. The rse advised the customer to try a new user interface (ui) printed circuit board assembly (pcba). Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Following the evaluation of the device, the customer elected to calibrate the screen to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.